Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of the cotton from the tampon gets stuck in my vagina [foreign body in reproductive tract]. Part of the cotton from the tampon.....vagina [device breakage]. Case narrative: consumer reported via email that the tampon cotton gets stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress. Product path changed from tampax/tampons/pearl to tampax/tampons/pearl/full size/regular-normal/unscented/18ct. An investigation is in progress for product returned on 6/21/23.

Event description:
Part of the cotton from the tampon gets stuck in my vagina [foreign body in reproductive tract] part of the cotton from the tampon.....vagina [device breakage] case narrative: consumer reported via email that the tampon cotton gets stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress. Product path changed from tampax/tampons/pearl to tampax/tampons/pearl/full size/regular-normal/unscented/18ct. An investigation is in progress for product returned on 6/21/23.

Event description:
Part of the cotton from the tampon gets stuck in my vagina [foreign body in reproductive tract] part of the cotton from the tampon.....vagina [device breakage] case narrative: consumer reported via email that the tampon cotton gets stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Part of the cotton from the tampon gets stuck in my vagina [foreign body in reproductive tract] . Part of the cotton from the tampon.....vagina [device breakage] . Case narrative: consumer reported via email that the tampon cotton gets stuck in her vagina. No serious injury was reported.